Event description:
It was reported that the patient was checked after the procedure for diaphragm stimulation. Upon interrogation, it was noted that there was no atrial sensing or capture at max output on atrial lead. The rv lead was fine. It was noted that the patient was seen getting into bed the wrong way when then phrenic stimulation started. Diaphragm stimulation was from the lead. The ra lead was used to gain venous access and then was explanted. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.